Event description:
It was reported that the patient had the artificial urinary sphincter removed as the device was not functioning due to fluid loss. At the revision, all components were removed and tested for a leak. A small hole was found in the prb (pressure regulating balloon) at the junction of the balloon and the button. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted.